Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the ureter during a ureterolithotomy procedure performed on (B)(6) 2021. During the procedure, the sheath was fractured in half. The procedure was completed with another navigator hd access sheath device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.